Event description:
It was further reported, the jet channel tested positive for 80 colony forming units (cfu) /20 milliliter (ml) of enterobacteriaceae.

Manufacturer narrative:
This report is being submitted for additional information provided by customer. Please see updates to b5, h6 and h10. The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The pre-cleaning and manual cleaning detergent is neodisher. The customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction channel and the instrument channel port using the brush ¿ enr kit2-05-23y. The scope is manually disinfected using neodisher. The customer uses automated endoscopic reprocessor (aer) etd mini. The aer was cultured, however, the results were not provided. The endoscope was stored in a simple cabin (no drying function) and hanged vertically. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for correction to device return information. The device was not returned as yet. Hence, unable to conduct the hmi inspection and device evaluation. If the device is returned or additional information is received, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to obtain the completed cleaning, disinfection and sterilization (cds) checklist and hygiene microbiological investigation (hmi) report from the customer. The suspect device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination based on the hygiene microbiological investigation (hmi) findings. The customer requested a replacement of jet channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.